Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the reamer was fractured during a procedure. All fragments were recovered and no patient harm was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11 h6: proposed annex g: mechanical (g04) - drill visual examination of the returned product identified signs of repeated use. There are gouges around the collar near the proximal end of the reamer. The threads are damaged as well at proximal end of the reamer. There is some galling along the entire shaft of the reamer. The collar near the distal end of the reamer has some scratches, the tip of the reamer is also damaged and a piece of the reamer tip has fractured off and was not returned. The reamer has a possible field age of 4+ years. Measured the product identifier on the print and it was conforming. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.